Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the image intermittently displaying on the high definition lcd monitor when poly traps were inserted could not be determined at this time as the device has not been returned for evaluation. Multiple attempts to reach the user to obtain additional information were completed, but no response was received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer's response. Follow-up with the customer found the issue is no longer present and they're unable to confirm if they completed any troubleshooting to resolve the issue. Customer confirmed they will not be returning the device for evaluation.

Event description:
The customer reported to olympus technical assistance center (tac), the image would go in and out on the high definition lcd monitor when poly traps were inserted. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the user was instructed to swap out the subject device with a known working monitor to and to reseat the maj-1933 (communication cable) to determine which would resolve the issue. At the time of the call, the user was unable to perform troubleshooting. The user was instructed to contact olympus when troubleshooting was an option. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility